Event description:
A consumer implanted for malignant pain reported via the manufacturer¿s representative (rep) that after having the device reprogrammed on (B)(6) 2017 it felt as though the device would shut off on its¿ own. There were no factors that may have led or contributed to the issue. The rep. Attempted to have the consumer do a lead connection check, but they were unable to complete it. The rep. Then offered to set up a meeting with the consumer to reprogram/interrogate the device, but they declined so no interventions were taken to resolve the issue and the issue wasn¿t currently resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.